Manufacturer narrative:
Ten unopened folding boxes and two opened folding boxes containing each one leaflet and one unopened blister were received as complaint samples. The chemical lab has tested the ph and osmolality of the returned samples and the tests are conforming to the specifications for the tested parameters. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during the batch record review. Complaint trending was reviewed for the lot code provided. No similar complaint was found. Since the returned samples are conform to the specifications for the tested parameters, the complaint cannot be confirmed. After investigation, we can conclude that the investigated product met specification, so no CAPA is initiated. However, further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that viscoelastic product was used during a cataract surgery when retained product was noted inside of the patient's eye day-one post-op. The patient experienced elevated intraocular pressure and an additional procedure was performed in attempt to remove the retained product which was reportedly not removed. Additional information has been requested.